Event description:
Customer reported unexpected positive reactions on the weak d assay on galileo.

Manufacturer narrative:
A service call was made. The camera reader was not working, and was replaced. The repair returned the instrument to operating within specifications.